Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient encountered an ¿end of service¿ (eos) message on the patient programmer. The patient was dissatisfied with the battery longevity and stated that they thought the ins was supposed to last for 5 years. The device was off and was no longer providing therapy. The patient mentioned that their leg started hurting a little bit. The patient plannedon talking to their healthcare provider (hcp) and scheduling a replacement surgery. No further complications are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2017. The patient stated that their surgeon would be replacing the device hoping for the 9 year battery, so they did not have to be cut open every 2 years. To resolve the end of service (eos) the patient called patient services who redirected them to follow up with their surgeon to make an appointment which they did. The eos has not yet been resolved, the surgery will be on (B)(6) 2017. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient on 2017-nov-27. The patient indicated that the old device was removed on (B)(6) 2017 and the new device is in and seems to be working properly. The patient noted that it took two and a half months to replace the old one. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient was told their battery was dead. The patient has an appointment with their doctor to see about having a new battery installed and the patient is hoping insurances approves upgrade since the battery only lasted 2 years. No further information was reported.